Event description:
A customer had a problem with the 400 dental needle. The customer reports "during anesthetizing a pt he swithced directions and heard a snap the needle had broken off the hub."

Manufacturer narrative:
According to the lot history records, no defects were reported in the pieces inspected. There have not been any previous complaints against this lot. Search of our complaint database from january 2001 did not show any prior occurrences of this defect for this item number. There were no samples submitted with the complaint. The defect could not be confirmed. A caused cannot be determined without more information or a sample to examine. All lots of hypodermic needle tubing are statistically sampled and tested for stiffness and breakage per international standard iso 9626 stainless steel needle tubing for manufacture of medical devices. The incident report describes that during anesthetizing a patient he switched directions and heard a snap the needle had broken off the hub. Breakage has been known to occur if needles are bent repeatedly. When movement is repeated, the cannula can fatigue and break at the bend. A warning statement on each intermediate box of needles states do not bend or alter needle shaft prior to use or insert needle shaft all the way to the hub as needle breakage and possible injury may result. If bent or damaged, no attempt should be made to straighten needle or use product. This complaint will be re-opened if samples are received.